Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: pictures are patient from (B)(6) who underwent left vat surgery last week and has returned to (B)(6) last week. Developed allergic dermatitis due to dermabond which I highlighted to you when you met with me. This is happening too frequently and causing serious complication and problem for the patient. I have already highlighted this problem to the local team previously no problem from the surgery but huge problem from the medical product they all have to take steroids for a prolonged period not considering the ugly scar and post inflammatory pigmentation after treatment. The affected product code is ahv12, and the associated lot number is 1098xt. Here¿s a summary of the cleansing steps prior to the ahv12 application: dr. (B)(6)¿ team begins by cleaning the wound with chlorhexidine (blue solution) and then drying it with clean gauze. Following this, dermabond ahv12 is applied. The scrub nurse is responsible for cleaning the wound after closure, while dr. (B)(6) (the surgical assistant) applies dermabond ahv12. Once the dermabond has dried, a merpilex dressing is placed over the wound as the final step. Additionally, I have an updated photo of the wound additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction infection. What date /day post op was the reaction noted? Was any surgical intervention performed? When was the dermabond product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an left vat surgery on an unknown date in 2026 a topical skin adhesive was used. Patient has returned last week. Patient developed allergic dermatitis due to adhesive which was reported by hcp serious complication and problem for the patient. Patient has to take steroids for a prolonged period not considering the ugly scar and post inflammatory pigmentation after treatment. Additional information has been requested.